Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that during a revision procedure of a competitor's lead with this patient, the field representative noted that this pacemaker exhibited pacing inhibition while using the electrocautery. It was known that this device was at voo mode and this made the field representative wonder why there was pacing inhibition. There was also low pacing impedance measurement of less than 300 ohms and high pacing threshold measurement. This patient was known to be a pacer-dependent. This device was explanted due to normal battery depletion (nbd) while the competitor lead was surgically abandoned. This pacemaker and competitor lead were replaced and no longer in service. No adverse patient effects were reported.